Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that one bd sedi-40 has been found experiencing hardware malfunction during use. The following has been provided by the initial reporter: instrument stops working during the test cycle. The instrument is starting to mix the samples and then suddenly stops. Some minutes later it starts also the mixing but stops again. These periods continuously follows each other until someone switch off the machine.

Manufacturer narrative:
H.6. Investigation: bd had performed a technical evaluation of the customer's sedi-40 instrument. It was determined that the instrument not mixing properly was due to the mixing motor not functioning. Upon completion of the instrument repair, the service technician had verified that the instrument was operating within normal parameters, as documented in the instrument service report.

Event description:
It has been reported that one bd sedi-40 has been found experiencing hardware malfunction during use. The following has been provided by the initial reporter: instrument stops working during the test cycle the instrument is starting to mix the samples and then suddenly stops. Some minutes later it starts also the mixing but stops again. These periods continuously follows each other until someone switch off the machine.